Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and connector needed to be replaced pending customer approval.

Event description:
The customer reported that the 9600 system switched off during a case. No pt injury was reported.